Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis. During troubleshooting, it was determined that there was a leak in the drain line which led to this alarm. The patient stated that the floor was wet. The patient could not determine where exactly the leak was coming from or the cause, as she was visually impaired. Renal therapy services assisted the patient on removing the supplies and advised to contact the peritoneal dialysis registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.